Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included bench handling and pacer function stress testing without duplicating the malfunction. Review of the provided strip and device's history logs could not confirm the reported problem. The device was recertified and returned to the customer. Also, it is important to note that the strip provided by the customer was from an external monitor. As per zoll r series operator's guide states that "use of other ECG monitoring device may provide misleading information due to presence of pacer artifacts". No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. The clinician subsequently administered the shock to the patient. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.